Manufacturer narrative:
Hamilton medical ag ref. No. (B)(4). Follow-up1: investigation outcome. Logfiles were received for analysis. All relevant device actions, including settings adjustments, alarms, and operational events, are appropriately documented in the logfiles. The device logfiles confirm the reported issue, however, the recorded occurrence date is 27.01.2026, which differs from the customer reported event date of 04.02.2026. No patient involved. According to the logfile analysis the device alarmed with technical faults (tf) 5510 and 5511, furthermore, the calibration autozero failed. 2026-01-27 23:04:06 audio paused on special 516. 2026-01-27 23:03:49 p-trigger 2.0 -cmh2o setting 303. 2026-01-27 23:03:49 tf : 5511 tech fault 5511. 2026-01-27 23:03:49 tf : 5510 tech fault 5510. 2026-01-27 23:03:49 calibration autozero failed calibration 614. 2026-01-27 23:03:47 calibration autozero failed calibration 614. 2026-01-27 23:03:47 flow sensor calibration needed alarms. The most probable root cause of the reported event was a defect of the sensor board 2 autozero valves. To correct the issue, a replacement sensor board 2 was sent to the customer. Despite several follow up requests to confirm whether the issue was resolved, no further feedback has been received from the end customer. As no additional information was received, hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: the ventilator hamilton-g5 is experiencing technical faults (tf) 5510 and 5511. No patient involvement was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.